Event description:
Following a pocket revision (see manufacturer's report # 3004209178200900542), the patient was unable to recharge her implantable neurostimulator (ins). The patient experienced coupling problems; she could not get any of the dark boxes filled in. The patient was encouraged to contact her healthcare professional (hcp). The hcp reported that the patient was not getting stimulation. Reprogramming was attempted, but they were unable to due to the low charge. They were also unable to recharge the unit successfully. In mid 2009, the ins was moved to the contralateral side and less deep so that the patient could recharge. The patient outcome was reported as "no injury".